Event description:
Doctor reported to our sales rep that he was performing a surgery procedure. During this he observed that it was not possible to place the nail correctly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.